Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypoaesthesia ("hand going really numb"), rash ("some weird looking rashes") and migraine ("migraines"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal, hypoaesthesia, rash and migraine outcome was unknown. The reporter considered hypoaesthesia, medical device removal, migraine and rash to be related to essure. Concerning the injuries reported in this case, the following were described in social media: hypoaesthesia, rash, migraines, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added, event added: migraines, medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.